Event description:
The insert would not snap into the baseplate. Another insert was obtained and was used successfully. There was no adverse consequence for the pt.

Manufacturer narrative:
The results of the evaluation, although inconclusive in the absence of the event baseplate, suggest that this event is not device related but rather is associated with intra-operative procedures.